Event description:
User claims that her thermometer was inaccurate. She believes that the incorrect reading caused a delay in her husband being hospitalized for pneumonia. Due to this delay, her husband allegedly suffered cardiac arrest once he arrived at the hosp.